Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured in a pinhole form at the center part of the balloon. The device was removed using the normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. A visual and microscopic examination identified no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole leak was noted in the proximal transition zone in the balloon material. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. There was a build-up of blood visible in the inflation lumen. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured in a pinhole form at the center part of the balloon. The device was removed using the normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.